Event description:
It was reported that this right ventricular (rv) lead exhibited increasing rv pace impedance measurements and lead integrity concerns following an unrelated patient fall. It was noted that lead revision was scheduled, and the plan was to surgically abandon and replace the rv lead. Later that day, the rv lead was left in service for back up pacing, and a new lead was placed for left bundle branch area pacing (lbbap). During the same procedure, the right atrial (ra) lead was surgically abandoned without replacement due to the patient's chronic atrial fibrillation (af), and the pacemaker was explanted and replaced with no associated allegations. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.